Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported several instances of the male luer of their primary tubing cracking and "pieces falling off." They stated most of the time, the problem was the patients who were coming back from surgery with an extension set added to their primary tubing while in surgery.